Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, replacement of the pressure transducer pc boards and the expiratory channel pc board solved the issue. Replaced parts was not returned for investigation. The ventilator passed all functional and safety tests and was cleared for clinical use. Pressure transducer pc board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The expiratory channel pc board contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the expiratory cassette, all electronic connections to and from the expiratory cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the pressure transducer pc boards. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective pc boards.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator detected high pressure and stopped ventilating. There was no patient harm reported. Manufacturer's ref. #:(B)(4).